Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The device lot number and manufacture date are both dependent on the device return. Suspect clamp has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the site's spine clamp screw is stripped and will not tighten down. This event was reported outside the operating room and no patient was present at the time of the alleged malfunction.